Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the left anterior descending artery. A 24 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and it was noted that the stent struts looked damaged. The procedure was completed a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and non-calcified.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the left anterior descending artery. A 24 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and it was noted that the stent struts looked damaged. The procedure was completed a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and non-calcified.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the left anterior descending artery. A 24 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and it was noted that the stent struts looked damaged. The procedure was completed a different device. There were no patient complications nor injuries reported.